Event description:
It was reported that outer cannula of this biopsy needle was bent, following test firing of the needle during an unknown biopsy procedure. Another device was used to successfully complete the procedure without patient complications. The patient's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. Follow up indicated the device was test fired outside the pt. User technique during preparation of this device may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stablization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."